Manufacturer narrative:
The insulin pump had currents within specification and no battery alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a battery out limit alarm. Changing the battery did not resolve the issue. Customer's blood glucose is 218 mg/dl. During troubleshooting, customer could not clear the alarm because the buttons were unresponsive. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.